Event description:
As stated by the customer (B)(6) 2012: the floor where the entroy is installed has started to crack resulting in the whole entroy "swinging". A person working for (B)(6), called our service technician yesterday afternoon and he went there for inspection. He checked the fastenings with 81 nm moment and the arm on the entroy with 42 nm moment. As it was not that caused the "swinging" he continued investigating. He then discovered that the tiles under the entroy were cracked and the floor was not stable.

Manufacturer narrative:
This report is being filed under exemption (B)(4) by arjohuntleigh, inc. On behalf of the manufacturer arjo hospital equipment (B)(4). Additional information will be provided upon conclusion of the manufacturer's investigation.